Manufacturer narrative:
Method: device not returned, f/u with company rep. Product was from trunk stock.

Event description:
It was reported that a pt had a kyphoplasty procedure on (B)(6) 2007 at level t11. During the procedure, the curette broke due to hard bone. The tip would not deploy correctly. The technique to score the bone was aborted. The "pt did well". There were no pt complications or adverse events reported. An expired curette was used in the pt. No add'l info was reported.